Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator had generated a technical error alarm referring to a turbine module input voltage failure during use. The device was investigated on-site, where the turbine module was replaced to solve the issue. The turbine module generates the inspiratory air gas flow. It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. Evaluation of the provided device logs confirms the reported issue. According to the provided device logs, the technical error code appeared during ventilation immediately after a power switch from battery to mains power. The technical error code in question belongs to the group of errors indicating a blower motor failure alarm. The devices monitoring subsystem supervises the turbine module status and activates an alarm if a discrepancy is sensed. This technical error code appears when there is a discrepancy in the turbine module input voltage. The turbine module was returned for further investigation. The turbine module was placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. During ventilation, several power switches from battery to mains were made to try to provoke the technical error code, but nothing appeared. After the ventilation period, several pre-use checks were performed, all of which passed. In conclusion, the device failed to meet its specifications during the reported event. The turbine module was returned for further testing, but the reported issue could not be reproduced at the manufacturing site. Nevertheless, based on the available information and the provided device logs, it is likely that the turbine module contributed to the event, and a turbine module failure is therefore considered the most probable cause.

Event description:
Manufacturer's ref: (B)(4).